Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported issue. Ventilator was tested with a known good ac adapter and patient circuit; showed passing results of sixty-six hours extended test with same pre-settings as customer had at the time of the reported issue. Furthermore reported ventilator passed initial, final and alarm volume test.

Event description:
The customer reported complaint that unit displayed svhp (safety valve high pressure) error message during training. The customer reported that there was no patient involvement.